Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 27mm watchman laa closure device and delivery system were used. As the closure device was being deployed, the delivery system became detached from the access system. The physician decided to advance the delivery system to snap it back into place with the access system. At that time, the device had been partially deployed to where the feet of the device were starting to flower. They were tenting on one side of the laa, so that extra pressure forward caused a perforation and small pericardial effusion. The rest of the closure device was unsheathed without he delivery system and access system snapped together. The closure device was successfully implanted since it met the release criteria. During the implant, the pericardial effusion was maintained. They performed a pericardiocentesis and removed about 300cc's of blood. The patient was fine and has since been discharged home.